Event description:
During case (bilateral inferior oblique myectomy and bilateral medial rectus recession), the medtronic accutemp cautery 844200, lot number: 60524400 was faulty. Accutemp cautery was removed from field and replaced with a new accutemp cautery which functioned properly. Patient was not adversely affected by this. Per operating room supervisor, the device was not heating up enough to provide cauterization to the surgical area.